Event description:
It was reported that the device had reached elective replacement indicator (eri) due to possible longevity issue. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
Product event summary: this device was returned after 14 months of service because of eri (elective replacement indicator) and premature battery depletion. Pal analysis confirmed the low battery voltage which resulted in the eri failure. The cause for premature battery depletion was not determined. Testing and evaluation of the hybrid reported normal operation with typical current drain levels and functionality. Monitoring for 24 hour at approximately 37ºc temperatures was performed. There was no confirmation of an abnormal high current condition that would have resulted in accelerated battery depletion was observed. The hybrid is fully functional, and a root cause of the failure could not be established. The stacked chip scale package (scsp) was optically inspected after removing all of the surrounding components. No copper trace anomalies were noted on the edges of the package. The battery was sent to mecc (medtronic energy and component center) for further analysis. The hybrid passed diagnostic system testing which included, random access memory (ram) test, built in self-test (bist), and additional current drain testing of the external sram.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1488tc competitor implantable pacing lead, implanted: (B)(6) 2004; 1056k competitor implantable pacing lead, implanted: (B)(6) 2004; 6947 implantable tachy lead, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.